Event description:
It was reported that the pt was examined several times, and was advised to have the cholesteatoma at the implanted side removed urgently. However, the pt refused to have the cholesteatoma removed. Finally, the surgeon was able to convince the pt to undergo surgery. During surgery, the surgeon decided to remove the implant, due to an overgrowth of the electrode, and re-implanted a new device. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.